Event description:
The customer received a control result of 483mg/dl on the contour next ez meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The control information could not be provided. It was disposed of. New strips and meter were sent to the customer. This report will be submitted under the strip information.